Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reset the pump with guidance from technical support, and the malfunction code did not recur. The customer was instructed to continue using the pump.